Event description:
It was reported that the pulse generator exhibited varying thresholds with the autocapture feature on. The patient complained of syncope. A follow-up was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.